Event description:
It was reported that the cardiologist was not able to insert the sensation plus 50cc balloon catheter through a 8fr terumo sheath during a procedure. A second sensation plus 50cc balloon catheter was then used and still was not able to be inserted through the same sheath. Only with the third 50cc balloon catheter, the catheter was inserted through the same 8fr terumo sheath and therapy was able to be completed. There was no harm to the patient reported. This report is for the first balloon used in this event.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.